Event description:
Prior to use on patient, staff inspected ICU medical IV-intravenous tubing due to ongoing concerns with contaminations. Staff found primary IV-intravenous tubing to have black spots in chamber.